Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging a call service alarm - communication issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 10/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/23/2016 with the following findings: black box shows evidence of one cs 052 communication alarm on (B)(6) 2016. No battery cap returned. All testing performed with a test battery cap. Evidence of moisture behind display lens and inside battery compartment. Battery compartment cracks observed in thread area and below grip pad.(B)(4). Pump powers with a test battery cap to a blank display. Within three minutes pump alarms with an audible tone and vibration alert per normal operation. . Removed pump case. Evidence of moisture contamination throughout inside of pump including transceiver board, watchdog processor and display flex cable and connector. Blank display due to internal moisture damage. Unable to adequately investigate "communication" complaint due to inability to run pump.